Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead. The lead also had high/unstable thresholds and oversensing/noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).